Manufacturer narrative:
Product event summary: the full lead was returned. Analysis was performed and no anomalies were found. The analyst noted that the stylet received in lead was damaged. Stylet insertion test was performed using a stylet sample, stylet passed through the coil lumen without obstruction. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure the stylet would not advance through the right ventricular (rv) lead. The rv lead was attempted / not used and replaced. No patient complications have been reported as a result of this event.